Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient received inappropriate therapy due to myopotential oversensing. Even though the myopotential oversensing could not be reproduced in follow up, the device was reprogrammed. The patient is in stable condition.